Event description:
A consumer implanted for spinal pain reported they fell on (B)(6) 2016 and hit their head so they had a ¿goose egg.¿ right after the fall the consumer suddenly started experiencing pain in the right hip. An appointment was scheduled with the healthcare provider (hcp) for (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.